Event description:
The hcp reported that the patient developed signs of an infection of the device pocket. These included fever, redness, swelling, drainage and pain. Cultures were obtained which cultured staphylococcus aureus. The pt was treated with IV and oral antibiotics and the device system was removed in 2004. The infection is reported to have resolved.